Event description:
There were four new ventilators purchased in 1996. No adverse pt response.malfunctions picked up by respiratory therapists prior to total system failure. Ambient valve o ring failure.

Event description:
There were four new ventilators purchased in 1996. No adverse pt response.malfunctions picked up by respiratory therapists prior to total system failure. Servo valve failure. Event date: 4/11/96.

Event description:
There were four new ventilators purchased in 1996. No adverse pt response.malfunctions picked up by respiratory therapists prior to total system failure. Servo valve failure. Event date: 4/15/97.

Event description:
There were four new ventilators purchased in 1996. No adverse pt response.malfunctions picked up by respiratory therapists prior to total system failure. Peep double pot failure. Event date: 10/9/96.

Event description:
There were four new ventilators purchased in 1996. No adverse pt response.malfunctions picked up by respiratory therapists prior to total system failure. Pressure control problem. Event date: 9/30/96.